Event description:
Information received with return of the device does not address the patient's clinical status but notes that after implant, the device was in vvi mode and could not be pro- grammed.